Event description:
It was reported that the insulin pump is underdelivering insulin. The customer has experienced high blood glucose. Customer has made adjustments to the settings, but nothing is helping. Customer also stated that sometimes the high blood glucose reading drops fast, she has to take glucagon shots. During troubleshooting, displacement and selftest passed. Customer requested a replacement. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.